Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20302320, model/catalog description: infinion cx lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed infection at the ipg site. It was noted that the ipg was coming out of the skin. It was also believed that the patient could be allergic to titanium. Infection was not device related and antibiotics were prescribed. The patient underwent an explant procedure.